Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2007, patient presented with lumbar instability and spinal stenosis, l3-4 underwent following procedures: decompression laminectomy and bilateral nerve root exploration l3, l4. Posterior spinal fusion, l3-4. Placement of segmental fixation, pedicle screws. Anterior lumbar interbody fusion through posterior approach. Placement, anterior interbody cage, with bmp through posterior approach. Indications: female with severe low back pain and foot drop on left. As per op notes: "a high grade spinal stenosis due to facet hypertrophy and ligamentous overgrowth was found which was thoroughly decompressed. Appropriate sized pedicle screws were drilled into pedicles of l3 and l4 bilaterally. Distraction was applied across the screws and interspace was trialed to accept an interbody graft. An appropriate sized interbody graft packed with bmp was impacted into position with excellent rigid fixation. Distraction was removed and compression was applied across the rods. Facet screws were then tightened down. Patient tolerated the procedure well." Post operatively patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.